Event description:
During a transurethral structure resection procedure, a karl storz disposable, single-use urethrotome blade was allegedly used. The blade broke off about 3/4" from the distal end and the broken piece was not retrieved from the pt yet.